Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, on electronic assembly or motor was noted. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error on his daughter's insulin pump. The customer's blood glucose was 120 mg/dl. The father stated that his daughter's keypad is not working, the battery change is slow and there is moisture in the pump. The father stated that there has been some condensation and moisture in the screen. Customer was advised to discontinue use of the device and to revert to a backup plan.